Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump and assisted in filling and loading a new cartridge, ultimately allowing the customer to successfully complete the load process and resume insulin delivery.